Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine replacment of the implantable cardioverter defibrillator (ICD)  the lead was cut. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned in segments and analyzed. There were no anomalies found. It was noted that the distal conductor was fractured and melted; the out insulation was melted and had cosmetic depression, environmental stress cracking. It was visually noted that there was apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.